Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was breakage and a separation between the main body and the twist sleeve of the twist clamp on a minicap extended life pd transfer set. It was reported that this was evidenced when the patient went to the renal unit and light blue color pieces (from main body) "were on the table". This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a2, d9, h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted broken occlude feet. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.